Event description:
It was reported that this pacemaker system had a stored episode of ventricular tachycardia (vt) with t-wave oversensing (twos) as well as right ventricular (rv) lead amplitude out-of-range. Technical services (ts) analyzed device episode data. It was confirmed that the low r-wave amplitude in the rv channel resulted in the device lowering sensitivity and picking up the t-wave. There was no pacing inhibition noted. There was a stored episode with undersensing of the r-wave which resulted in extra ventricular pacing. Ts recommended further testing of patient in-clinic and reprogramming device sensitivity. No adverse patient effects were reported. Currently, this pacemaker system remains in service.